Event description:
A nurse reported the equipment displayed a system message during a vitrectomy procedure. The incision had been made, but there was no contact between the pt and the device. The procedure was aborted and rescheduled for a later date. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).